Event description:
The customer was hospitalized for high bgs. The cause of high bgs per md was unknown. Troubleshooting was performed. The programming and histories were incorrect. It was found that the basal rates and the time were erased. The customer was disconnected to correct the programming and reset the time. Also the alarm history revealed two alarms that were noticed by the customer. Explained the impact of incorrect programming on bgs. A replacement pump was sent.